Event description:
A zoll patient service representative called zoll customer support to report that, while preparing to fit a patient, the monitor was unable to program. The monitor was never issued to the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't program) was confirmed. Upon investigation, the monitor was displaying "response button stuck" messages, which prevented the monitor from programming. The cause for the response button stuck messages was isolated to a defective programmable logic device (pld) u200 on the monitor c/a board. The root cause for the defective u200 component could not be positively identified. No adverse event resulted from the defective u200 component. The monitor was not in use by a patient.